Manufacturer narrative:
Field service engineer examined and inspected broken syringes (optiray 320) and injector powerhead. The 125ml faceplate was removed and inspected, no problems found. The 125ml faceplate was replaced as a precautionary measure. The fse performed preventative maintenance flow an pressure checks on unit, and all tests were within system specifications. Verified operation by testing unit per tech manual, all within specification. System returned to full service by the customer.

Event description:
On (B)(6)-2011: customer reports (B)(6) female having CT abdomen with contrast. Injector loaded with optiray 320 100ml prefilled syringe. Injector programmed for 3.0ml/sec and injection started. During injection, staff heard a 'pop' and the syringe fell out of the faceplate and onto the pt's forehead. The pt was checked, a new syringe with tubing used as the abdomen CT was completed w/o further incident. After the incident, the technologist reported there was a barely visible lump on the pt's forehead, but the pt was complaining that 'it hurt'. A head CT was completed upon the md's request and read as negative. CT department rn checked the pt's vitals prior to her leaving the facility and the patient was reported to be fine upon leaving. The technologist reports the pt came back to their facility several times complaining of bruising. The pt was checked by the doctor, nurse, and technologist and none of the hcp reported seeing a bruise.